Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tube(s))/ migration of essure device location of device: isthmus"), device breakage ("fracturing of the implant / device breakage"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. C03094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2010. Past adverse reactions to the above products included contraception with mirena. Concurrent conditions included clotting disorder since 2013. Concomitant products included acetylsalicylic acid (aspirine) from 2013 to 2017 for clotting disorder. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and depression ("hormonal changes describe: depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and mood swings ("mood swings"). The patient was treated with surgery ((B)(6) 2014 and (B)(6) 2016 bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, genital haemorrhage and mood swings outcome was unknown and the depression had not resolved. The reporter considered depression, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage and mood swings to be related to essure. The reporter commented: she also had surgery on (B)(6) 2014. Diagnostic results: on (B)(6) 2014 hysterosalpingogram most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: depression, mood swings, perforation (fallopian tube(s)). Concomitant disease, lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tube(s))/ migration of essure device location of device: isthmus"), device breakage ("fracturing of the implant / device breakage"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. C03094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2010. Past adverse reactions to the above products included contraception with mirena. Concurrent conditions included clotting disorder since 2013. Concomitant products included acetylsalicylic acid (aspirine) from 2013 to 2017 for clotting disorder. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and depression ("hormonal changes describe: depression"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and mood swings ("mood swings"). The patient was treated with surgery ((B)(6) 2014 and (B)(6) 2016 bilateral salpingectomy, tubal ligation), surgery ((B)(6) 2014 and (B)(6) 2016 bilateral salpingectomy, tubal ligation) and surgery ((B)(6) 2014 and (B)(6) 2016 bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, genital haemorrhage and mood swings outcome was unknown and the depression had not resolved. The reporter considered depression, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage and mood swings to be related to essure. The reporter commented: she also had surgery on (B)(6) 2014. Diagnostic results: on (B)(6) 2014 hysterosalpingogram . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery to remove the essure implant on (B)(6) 2016. At the time of the report, the perforation, device breakage, device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: she also had surgery on (B)(6) 2014. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.